Event description:
It was reported that the iab was inserted in 2004 in a pt with "ischemia of the lower inferior leg". 3 days later, the balloon ruptured and the tip of the iab detached, resulting in an occlusion of the iliac artery. This caused subacute ischemia of the lower inferior leg. Surgical intervention was attempted in an effort to remove the detached tip. The pt expired the following day.